Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.0/+2.5/096 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to the patient could not tolerate glare and halos. The lens was not exchanged for another lens. The cause of the event was due to patient related factor.